Manufacturer narrative:
There was no report of malfunction of light cable or light source; hospital released it back into circulation. Hospital contact stated it was a user handling issue. Staff has received in-service training on proper handling of light cable post this event.

Event description:
Allegedly the doctor performed a laparoscopic tubal ligation. When he completed procedure and lifted the drape he found that the pt had received a small burn to the face. Hospital reported that one of the operating room staff inadvertently made contact with the patient's face with the end of an active light cable. The light cable was not attached to a scope and standby had not been activated. The patient's burn was treated with silvadene and she was released in good condition. There was no report of malfunction of the light cable.